Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
1. Time of device initiation: 8:10 a.m. 2. Purpose of use: to establish an intravenous line for the patient prior to a painless gastrointestinal endoscopy. 3. Time of adverse event: 8:11 a.m. 4. Details of the adverse event: while the nurse was performing the venipuncture to establish an IV line, she noticed poor blood return, a dent on the tubing at the catheter site, and slow fluid flow. 5. Impact on the patient: the venipuncture failed, resulting in bleeding, and the IV line had to be re-established. 6. Time measures were taken: 8:12 a.m. 7. Action taken: a new closed-system intravenous cannula was inserted to re-establish the IV line. 8. Time of resolution: 8:13 a.m.

Event description:
No additional information.

Manufacturer narrative:
Additional information: h.4. Device manufacture date. Investigation summary: no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As no defective sample has been received for further testing, and the usage conditions of the defective sample are unknown, the root cause of the reported defect cannot be determined. The plant will continue to monitor such defects.